Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter insertion difficulties since the sample was not received. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination ex 7fr sheath was used for a placement of a viabahn stent graft in external iliac artery (eia). The stent graft was difficult to be delivered via the guiding sheath, even though it usually passes through. The size of the viabahn was unknown. There was no kink nor other abnormality observed in the sheath. The guiding sheath was not used and replaced with a competitor's guiding sheath to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient.